Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The mother stated, the insulin pump was hit by a rock and there was a black ink spot on the screen as a result. The mother also reported a repeated high pitch noise occurring from the insulin pump. Customer's blood glucose was unknown. The mother stated the insulin pump's screen could not be read due to the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump was unable to verify constant tone or audio/beep anomaly due to bleeding and cracked lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.